Event description:
A consumer reported that her vision is "never clear" following bilateral intraocular lens (iol) implant surgery approximately five months ago. She now has to squint and wear sunglasses indoors. Additional info has been requested. There are two medical device reports for this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info has been requested. This report was mailed to FDA on: 03/13/2009.